Event description:
Caller reported a cartridge alarm 30 occurring during the pumping process. Blood glucose level did not exceed 500 mg/dl, confirming there was no adverse impact. Customer was assisted by technical support in loading a new cartridge using proper techniques, and plans to call back after obtaining room temperature insulin.